Manufacturer narrative:
Upon receipt and inspection of the returned device, foreign objects were discovered on the plastic distal end cover of the subject device. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the receipt and inspection of the returned device, it was discovered that there were foreign objects on the distal end cover of the device. There were no reports of patient harm.